Event description:
The user facility reported that the device had metal shavings coming out during sterilization.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device had metal shavings coming out during sterilization.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.